Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-known potential complication is pd patients. The patient¿s pd culture yielded growth of enterococcus avium and clostridium bacteria. Enterococcus species normally reside in the human gut. Enterococcus avium is an organism typically found in the feces of chicken and other mammals and an opportunistic pathogen in immunocompromised hosts. Enterococcus avium is a rare cause of peritonitis however cases have been documented and can be associated with translocation from the gut. Moreover, clostridium are also organism commonly found in the human intestinal tract. Based on the information available, the exact cause of the patient¿s peritonitis cannot be determined. However, given the bacteria yielded in the patient¿s pd culture it is possible the peritonitis event was related to a gastrointestinal source. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they experienced peritonitis. Upon follow-up, the patient¿s pd nurse reported that on (B)(6) 2020, the patient was experiencing cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic and a pd culture was obtained (the same day on (B)(6) 2020) which yielded growth of enterococcus avium and clostridium bacteria. The patient was initially treated on an outpatient basis with vancomycin 1 gram and ceftazidime 2 gram intra-peritoneal (ip). However, per the nurse, subsequently on (B)(6) 2020 the patient was hospitalized for the peritonitis event. While hospitalized, the patient had the pd catheter (not a fresenius product) removed (date unknown) and the patient was transitioned to hemodialysis. Additionally, the nurse stated that unknown antibiotic therapy was continued in the hospital. At the time follow-up was conducted, the patient remained in the hospital. Additional details surrounding the patient¿s hospitalization are unknown as hospital records are not available. The nurse the patient did not have any fluid leaks or any issues with any fresenius device or product in relation to the event. However, the cause of the peritonitis is unknown, according to the nurse.